Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was reported the cause of the peritonitis may have been improper aseptic technique, however this was not confirmed and the exact cause remains unknown. The patient was treated for approximately one and a half months with unspecified antibiotics for the event. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event. No additional information is available.